Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to be difficult to extend after being placed into the body. The physician also alleged malfunction on the rv lead lumen, as multiple stylets were unable to be advanced down the rv lead. The rv lead was not used and another rv lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of a failure to extend lead helix and the failure to advance stylet were confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. X-ray inspection found over torque of the inner coil consistent with the procedural damage. The stylet insertion test could not be performed due to the as received condition of the inner coil. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported events was isolated to over-torqued inner coil in the connector region and the helix being clogged with blood/tissue. No other anomalies were seen.